Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: when we checked the actual product we received, the tube was found to be damaged. The ruptured part was presumed to have ruptured because it was swollen and its thickness was thin. In addition, this product is subjected to 100% appearance inspection immediately before being put into individual packaging, and shipping test in all production lots in the past (the relevant jis air tightness standard: 150 kpa, there is no water leakage by pressurization for 15 minutes) and, said jis tensile strength standard: when not applying a force of 15 n or more for 15 seconds or more, no abnormality was recognized. In this event, it is considered that the internal pressure of the tube was excessive and rupture occurred due to the condition of the damaged part. As described in the package insert, there is a risk of breakage or cracking depending on the handling.

Event description:
It was reported that bd fashil¿ extension tube c35 was torn. The following information was provided by the initial reporter: when flowed the contrast medium with 140psi, the ex-tube was torn.